Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the needle of a portex® spinal kit broke off in the patient, and a portion of the needle was left in the patient. It was noted that the needle broke off 3cm from the hub during insertion when hitting the vertebrae. The fragment was removed. No permanent injury was reported.

Manufacturer narrative:
A review of the device history record was performed, and no discrepancies were found. One used spinal needle stylet and two spinal needle fragments were received for analysis. One fragment of the spinal needle was straight, attached to the hub, and measured approximately 4.7 mm. The second fragment of the spinal needle was bent and measured approximately 3.7 mm. The physical characteristics of the fragments as well as evaluation of the both ends of the affected area suggested that the reported issue was most likely consistent with breakage. The breakage could have possibly occurred as a result of impact from obstruction either inside the patient or inside the introducer needle; the breakage may have also resulted from insertion or removal technique, resulting in interaction between spinal and introducer needle. Specific details that would indicate clinician technique during positioning or removal the needles are not available as of this time. Without the return of the actual introducer needle, a definitive root cause to the clinical observation could not be determined.